Event description:
It was reported that the anesthesia workstation suddenly alarmed and shut-down; user-initiated reboots were not able to restore function. As per report, patient support was bridged in manual ventilation until a replacement device was available; no adverse health effects were resulting from the event.

Manufacturer narrative:
It was mentioned as a side note in the user's report that a display error was suspected and that the manufacturer will be contacted for initiation of repair measures, the local dräger s&s organization has however not been involved into examination of the device and potential repair measures so far. Further, the user facility did not provide addional information upon related requests and thus, a case-specific evaluation is not possible. The device was in use for approximately eleven years now, status of repairs and preventive maintenance is not known to the manufacturer. The reported phenomenon can be interpreted in different ways - a malfunction of solely the display or a complete shut-down; it is not known if the user decided to replace the device because interaction with it was not possible anymore or if really the ventilation had stopped. A reliable conclusion is not possible due to lack of information. Dräger finally concludes that the failure is readily apparent to the user since the device must be operated under constant supervision of a trained operator. The potential risk resulting from a shut-down or display error is mitigated since the device facilitates a manual breathing bag and, the pneumatic path is designed in a way that manual ventilation including gas dosage is possible even in switch-off state. H3 other text : device not available for evaluation.

Event description:
It was reported that the anesthesia workstation suddenly alarmed and shut-down; user-initiated reboots were not able to restore function. As per report, patient support was bridged in manual ventilation until a replacement device was available; no adverse health effects were resulting from the event.

Manufacturer narrative:
This is a correction of the previous report. The model no. Was corrected. As the affected primus, serial no. (B)(6), was produced in november 2012, a unique device identifier (UDI) is not required.